Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture, failed to sense and exhibited high pacing impedance measurements despite having been repositioned. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.